Event description:
It was reported that the heads did not sit at the same height as the trials. Surgical delay of a few minutes was noted.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. : investigation summary: it was reported that the heads did not sit at the same height as the trials. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the delta cer head 12/14 32mm +5 had the taper's edge with a little fracture. Additionally, device had signs of being tried to implant, mainly in the taper area of the device. Little fracture observed can be traced to improper handling or care while trying to implant the device with its mating component. However, consideration must be given to all other potential influences such as surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device 4084841 lot number, and no non-conformances nor manufacturing irregularities were identified. Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The measurement results show that the dimensions were within the specified tolerance. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. A dimensional inspection was performed and met specifications*. Given the evidence reviewed, the reported allegation cannot be confirmed. A functional evaluation was not performed as the mating component was not returned for evaluation. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have not contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: specified dimensions. Device length = 27.85 mm ± 0.15 mm. Device width ø = 31.975 mm ± 0.025 mm. Width on taper area (smaller portion) ø = 12.730 mm +0.018 ± 0.030 mm. Measured dimensions: device length = 27.93 mm (complies). Device width ø = 31.97 mm (complies). Width on taper area (smaller portion) ø = 12.75 mm (complies). Device history: a manufacturing record evaluation was performed for the finished device 4084841 lot number, and no non-conformances nor manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.